Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), japan. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue main circuit (cpu) was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message related to the temperature difference between the control and safety systems that is too great. The issue occurred during procedure. The unit was replaced with another one by the user to end the surgery. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Based on the information collected, it cannot be ruled out that the reported failure was due to a defective board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.